Event description:
It was reported that the tubing set unintentionally disconnected from the patients tunneled broviac central line during a d5ns infusion. The customer further stated that there were no reports of the tubing set being manipulated to have caused the disconnect. The patient was noted to be calmly sitting on parents lap at the time the disconnect occurred. A new bag of fluids and tubing were obtained. The customer later stated that there were no adverse effects caused to the child patient from the event.

Manufacturer narrative:
The customer¿s report of an unintentional disconnection was not confirmed or replicated during testing. The male luer of the returned model 2420-0007 administration set was found to be in specification. Functional testing was performed by attaching the returned administration set to a test IV bag filled with water. The set was primed, and during priming there were no anomalies observed. Fluid was allowed to flow through the set via gravity. The set was monitored, there were no anomalies observed. The engagement between the distal male luer and the female luer of the extension was monitored. There were no irregularities observed additional pressure testing was performed and there were no leaks observed at the returned administrations set¿s distal male luer and the test extension set. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested but not provided, however, the customer stated that the patient was a child.

Event description:
It was reported that the tubing set unintentionally disconnected from the patients tunneled broviac central line during a d5ns infusion. The customer further stated that there were no reports of the tubing set being manipulated to have caused the disconnect. The patient was noted to be calmly sitting on parents lap at the time the disconnect occurred. A new bag of fluids and tubing were obtained. The customer later stated that there were no adverse effects caused to the child patient from the event.